Event description:
Reportedly, while treating a pt in second degree heart block an attempt was made to pace the pt and pacing would intemittently stop. The device operator restarted pacing several times. The device operator had to hold the therapy cable in to keep pacing activated. The reporter stated there were no adverse affects to the pt as a result of device operation. The pt as a result of device operation. The pt was awake and alert when transferred to the hospital.